Manufacturer narrative:
B3: the events occurred on an unspecified date in (B)(6) 2023. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by pain, hard for her to walk and "could" barely stand. The patient "wonders" if it was related to the recalled minicaps; therefore, the cause will remain unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.